Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 19:41:29. During night drain cycle six, the patient's ultrafiltration reading was 1299 ml, indicating the home patient (hp) drained 1299 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be false empty detect and use error, inappropriately bypassed low ultrafiltration alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.